Event description:
It was reported that the gastrointestinal videoscope displayed a foreign object in the distal end. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained because reprocessing could not be conducted properly due to the physical breakage of the scope. It was further noted that foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-290 series, operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-290 series, reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.